Event description:
A hosp in another country, reported to our distributor that when they checked the tr127 before use, they found that a heater wire pin was broken.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in another country. The product is not sold in USA, but it is similar to a product which is sold in the USA. The returned device was visually inspected. Results: our records indicate that no other complaints of this nature have been received for this lot number. One heater wire pin on the inspiratory limb was split at the top, preventing the heater wire adapter from being connected. This appears to be a fault with the supplied part. Conclusions: this is an unusual event. The device was out of specification. We will continue to monitor all complaints for this type of fault.